Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a no delivery alarm during bolus; he tried running a fill cannula and received the alarm within 1.0 unit fill cannula. Customer was instructed to remove the reservoir from the insulin pump and perform prime; no delivery alarm occurred again. Customer was then advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing but there is grater resistance with the plunger push. He stated that first the insulin would not come out, and then it squirted out. Customer was advised to change the infusion set and reservoir. Blood glucose value was 66 mg/dl. Nothing further reported.